Event description:
It was reported that when the device was used during an unk procedure, the jaw would not open after firing. The surgeon cut the tissue to remove the instrument. There was no reported pt consequence.